Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a male patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Following-up information was received on 10 december 2009. On (B)(6) 2009, the pt experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unk. Follow-up info was received 13 april 2010 via medical records. On (B)(6) 2007, the patient had electrodiagnostic evidence of bilateral multi-root level lumbosacral radiculopathy consistent with his magnetic resonance imaging (MRI) findings of significant central stenosis at l3 to l4 and l4 to l5. The patient had a probable mild generalized peripheral sensorimotor polyneuropathy of unclear etiology. On (B)(6) 2008, the patient was evaluated for lumbosacral epidural injection. On (B)(6) 2009, the patient reported numbness beginning in his feet in 2002. The numbness was present when standing, lying, walking, or sitting. The patient reported receiving injections that made his legs feel "brand new." On (B)(6) 2009, the patient was evaluated for lower extremity weakness and fatigue in the setting of lumbar stenosis. The patient reported continued difficulty with low back and leg fatigue. He dated symptom onset with falling through a trap door in a barn three years ago (approximately 2006). The patient was diagnosed with high grade lumbar stenosis at l3 to l4 and l4 to l5. The patient was intended to have an l3 to l5 decompressive laminectomy. On (B)(6) 2009, the patient's medical history included peripheral neuropathy of legs. On (B)(6) 2009, the patient was status post l3 to l5 decompressive laminectomy ((B)(6) 2009) for symptomatic lumbar stenosis. The patient complained of numbness persisting from his calves distally circumferentially. The patient had improvement in his sense of lower extremity weakness, fatigue, and bowel function since surgery.